Event description:
It was reported that patient had a replacement following an aneurysm of the catheter. Patient had swelling in posterior wound and reduced pain relief. Patient's catheter was about 9-10 years old. The aneurysm was discovered by x-ray on (B)(6)2009. The catheter was spliced on (B)(6)2009. A blood patch for a cerebral spinal fluid (csf) leak was performed on (B)(6)2009 and repair was done to the catheter site to reduce the csf leak on 12/8/2009. Following the repair procedure, the patient was admitted to the hospital for a csf leak and administered antibiotics on (B)(6)2009. The catheter was explanted on (B)(6)2009. The catheter was replaced on (B)(6)2010 and the patient was noted to have recovered without sequela on (B)(6)2010. The drug, dosage, and concentration were unknown. No further information was requested at this time.

Manufacturer narrative:
(B)(4)